Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia procedure using a contact therapy cool path duo ablation catheter, a pericardial effusion occurred. The contact therapy cool path duo ablation catheter was introduced via retrograde transaortic access into the left ventricle. During geometry collection, the patient reported chest pain and a decrease in blood pressure was noted. An echocardiogram revealed a pericardial effusion requiring a pericardiocentesis which stabilized the patient. There were no performance issues noted with any sjm device used.